Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Customer continued to use the existing cartridge. There was no reported impact to the customer¿s blood glucose.